Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was done using the insulin pump because it was causing many high blood glucose levels. Customer's blood glucose level was over 500 mg/dl. She went into a diabetic ketoacidosis. The customer treated her blood glucose level with an injection. Troubleshooting was declined. The device was not returned.